Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the device was implanted to replace a valve that was not flowing smoothly. The patient's level of consciousness then decreased and the patient suffered from hypo-drainage with ventricular enlargement. After two days use, the doctor explanted the device. Integra has requested additional clinical information from the reporter.